Event description:
A customer had a problem with a sharps container. The customer states that a confused pt introduced his hand in the container forcing the introduction with his other hand holding the lid and received a needlestick (he was under the impression that his wallet was in the container). The pt is undergoing follow-up per needlestick protocol.